Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 6, 2022 that an auriga xl laser console was used in a procedure performed on (B)(6) 2022. During preparation, the physician noticed that the power of the laser console was low and system error code 25 & 21: "low power output" appeared on the console. The procedure was unable to be completed due to this event. There were no patient complications reported as a result of this event.